Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken pieces were not returned, measuring roughly 0.1035" x 0.1440" in sizes. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis showed damage. Both grip and pitch cables were derailed. The pch instrument was found to have a derailed pitch cable from its normal position at the distal clevis and at the distal idler pulley. The pitch cable and grip cable became derailed due to the broken proximal clevis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the permanent cautery hook (pch) instrument shaft (black) close to the tip had damaged parts. The plastic was cracked and broken, though the customer could not identify when it occurred, if the broken plastic occurred during use in the procedure or when it was processed to be sterilized. They were uncertain if a fragment from the instrument fell from this damage. The customer had trouble getting the instrument out of the trocar as it got stuck. They had not noticed any resistance when introducing the instrument. They used a slight pull force to get the instrument out of the trocar. The pch instrument and trocar were removed forcefully but quickly. There was no tissue injury. No collision occurred. A fragment fell into the patient and was retrieved during the same procedure using. The procedure was completed without delay. No post-operative tests or additional procedures were performed; however, the site did visually inspect using the camera (endoscope) to check for any remaining fragments. The patient has not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object and there were no known complications.